Event description:
The following was reported to hamilton medical ag: - this event was reported to hamilton medical ag as, intellicuff device alarmed. The set value was 25 hpa and the monitored value was 20 hpa. The motor kept pressurizing all the time, and the cuff leak alarm kept occurring. - this occurrence was noticed during patient ventilation. - the event log file is provided to hamilton medical ag. - the intellicuff device alarms continuous. The red alarm led-bar at the top of the display and the cuff-system-leakage symbol are blinking. - there is patient involvement reported. This occurrence was noticed during patient ventilation. - there is need for any medical intervention reported. The intellicuff device got exchanged. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation is ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation is ongoing. Hamilton medical ag complaint number: (B)(4) follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton medical ag as, intellicuff device alarmed. The set value was 25 hpa and the monitored value was 20 hpa. The motor kept pressurizing all the time, and the cuff leak alarm kept occurring. This occurrence was noticed during patient ventilation. The event log file is provided to hamilton medical ag. The intellicuff device alarms continuous. The red alarm led-bar at the top of the display and the cuff-system-leakage symbol are blinking. There is patient involvement reported. This occurrence was noticed during patient ventilation. There is need for any medical intervention reported. The intellicuff device got exchanged. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.